Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the numbers on the insulin pump were scrolling up when attempting to enter blood glucose readings. No further information reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm and no ramping numbers noted. The unit was received with cracked case on the display window corners, minor scratched lcd window, cracked reservoir tube lip, and cracked battery tube threads.